Manufacturer narrative:
Patient initials, dob, or weight not provided by reporter. Additional product code: hwc. Unknown if device was implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head popped off of a helical blade coupling screw while being malleted during a hip intramedullary nailing procedure. The broken off piece was retrieved; the threaded portion that was still engaged to the helical blade had to be wiggled out to remove. The helical blade inserter did not malfunction, but may have been compromised during the removal of the screw. There was a 15 minute delay in surgery. This is report 3 of 3 for (B)(4).